Event description:
Trial patient contacted dexcom technical support on (B)(6) 2015 to report a hyperglycemic event and an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) /2015. Trial patient received a low alert and dosed himself with glucose tablets. The patient did not verify the numbers with a bg meter. When the cgm continued to give the patient low alerts after dosing, patient drove to the emergency room. The nurse on site tested the patient, and the patient was found to have very high bg levels. Patient was then administered an IV of an unknown substance by the nurse to bring patient's glucose levels back down. At the time of contact with dexcom technical support, patient was fine and no further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The customer complaint of inaccurate readings cannot be confirmed; however, it should be noted that diabetes is a known cause of hyperglycemia.